Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had lost her treatment effect. Her catheter had dislodged, and the dislodgement was confirmed. A catheter revision was completed; a new spinal segment was placed. The patient's medication dosage was changed from morphine 5mg concentration at daily dosage of 0.5 mg/day, to prialt concentration 25 ug/ml at a daily dosage of 1.2 ug/day. The entire existing catheter was aspirated. Morphine was removed from the reservoir and prialt was added. The reporter stated that the newly revised catheter was then connected to the pump and primed. The morphine that remained in the pump tubing needed to be bridged out. It was determined that the proper programming for this bridge was a single bolus dose of 4.975ug (priming bolus volume of 0.199mls) for a duration of 47 hours and 46 minutes. A manual bridge was performed. Per the reporter, the physician followed the correct rinsing procedures. The patient recovered and "is doing well". It was stated that it was too soon to see how she will respond to the prialt.